Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-66. This condition had the potential to interrupt delivery. This condition was found upon power up in the general patient ward. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "f-66;" was not confirmed in service. There were no ancillary problems in the same grouped problem code as the customer reported problem. There was no objective evidence anywhere else in the complaint file to confirm the problem therefore quality engineering determined that the problem and its cause are not confirmed. No corrective action was required to fix the problem. A service history review revealed no previous service events were related to the reported condition. The device history record review revealved that the data card was discarded per doc. 20j retention period.